Event description:
Same case as MFR:2134265-2014-04789. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced angina. In (B)(6) 2014, the patient presented with the complaints of chest tightness at the substernal region associated with shortness of breath and increased fatigue. The subject was hospitalized on the same day and cardiac catheterization was recommended. It was noted that at the time of the event the patient was on aspirin. Coronary angiography revealed 90- 95% in stent restenosis of an unknown historical stent located in the proximal svg to the diagonal branch was treated with balloon angioplasty and placement of 3.0 x 16 mm promus element plus drug eluting stent. A 3.0 quantum balloon was used to carry several pre- dilatations with no change in flow and following which a 3.0 x 16 mm promus stent was placed. The patient had an episode of angina from the balloon inflation which gradually subsided and resolved, but additionally subject was treated with fentanyl and midazolam with intracoronary nitroglycerine to relieve the symptoms. It was noted that the event was considered to be resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2014-07022. It was further reported that in (B)(6) 2014, the patient presented a second time with chest discomfort and was hospitalized the same day. An ECG revealed mild inferolateral st changes. The patient's troponin levels were found to be elevated and they were diagnosed with non-st elevation myocardial infarction. It was noted that 80-90% tight focal proximal stenosis in the r-pda remained unchanged from the previous catheterization that was performed in (B)(6) 2014. A non-tvr was performed a 2.25 x 12 mm promus stent was placed in the proximal r-pda, following the procedure that patient developed chest discomfort associated with hypertension; a nitroglycerine patch was continued throughout the hospitalization. Two days post procedure the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).